Manufacturer narrative:
H10: the authorized service provider (asp) confirmed the occurrence of a battery failure code in the event log of the v60 ventilator but could not duplicate the issue during testing of the device. The asp replaced the lithium-ion battery as a preventative measure to resolve the issue. The asp completed a cleaning, running test, and functional test of the device following the part replacement. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a battery failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The investigation is ongoing.